Event description:
The patient had side effects after each reprogramming session. Since the last reprogramming 2.5 weeks prior the patient's head bobbed while walking and she "walked like a chicken". She wanted to increase the settings and needed new batteries for the patient programmer. Per the physician the patient had a localized infection, specifically cellulitis. She experienced new pain at the infection site. Antibiotics were administered with examination (B) (6) 2010. The patient outcome was reported as "no injury".

Manufacturer narrative:
(B) (4).